Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be submitted on a supplemental report. (B)(4): device will not be returned.

Event description:
It was reported via user facility report (B)(4), that patient had fallen and broke the gamma nail that was originally placed by the surgeon approximately six months ago.